Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported the patient passed away in (B)(6) 2016 during a follow-up call. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient expired on (B)(6) 2016 due to cardiac arrest while hospitalized. The rn stated the patient had a history of cardiac-related issues and while driving on (B)(6) 2016 the patient passed out and was taken to the hospital. Per rn the patient was scheduled for cardiac evaluation but had expired before being evaluated. Per rn the patient was not dialyzing during or prior to the event. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis (pd) patient's wife reported the patient passed away in (B)(6) 2016 during a follow up call. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient expired on (B)(6) 2016 due to cardiac arrest while hospitalized. The rn stated the patient had a history of cardiac-related issues and while driving on (B)(6) 2016, the patient passed out and was taken to the hospital. Per rn the patient was scheduled for cardiac evaluation but had expired before being evaluated. Per rn the patient was not dialyzing during or prior to the event. Medical records were requested.